Event description:
It was reported that during a surgery, the surgeon did not use a reamer rod and a 17 mm reamer head got stuck in the femoral canal. There was a 20 minute surgical delay and unanticipated x-rays related to the event. The procedure was successfully completed. The reamer head remained in the patient. The patient is scheduled to come back for a total knee in 3 months (from date of event) and the surgeon will attempt to remove the reamer head. No additional information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.